Event description:
The customer reported conflicting results with the binaxnow covid-19 antigen self-test for multiple tests performed on (B)(6) 2022. This MFR. Report addresses test one of two. The customer reported conflicting results with the binaxnow covid-19 antigen self-test performed on (B)(6) 2022 with a nasal sample. Per the customer, the first test taken generated a positive result and the second test conducted the same day generated negative results. Confirmation testing was not performed. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Reference MFR. Report 1221359-2022-03282.

Manufacturer narrative:
Investigation report: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 189610 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot: 189610, test base part number 195-430h / lot: 189610. The lot met the required release specifications. A review of the complaints reported as false positive and false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 189610 showed that the complaint rate is (B)(4), respectively. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, however, it could potentially be related to the self-test user performance, interpretation of the result, or the specific patient sample.